Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Unit had motor error alarms during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corners and battery tube threads, scratched display window.

Event description:
It was reported that the customer's insulin pump was exposed to an MRI. Caller stated that the customer's insulin pump was alarming motor error during priming. Nothing further was reported.